Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2022 . The device evaluation was completed on (B)(6)2022 . The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). After the valve was removed the dilator and a good known lab sample catheter were introduced through the sheath, resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate and reduce resistance issues. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to device design (d01) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported resistance with sheath issue. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the biosense webster, inc. Product analysis lab observed a hemostatic valve - separation issue. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported dilator shaft bent issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that during case preparation, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was being prepared. During the normal process, it was observed that the dilator could not advance into the guiding sheath, dilator could not pass the hemostatic valve. During the preparation, the nurse introduced the dilator aligned with the valve but could not pass the valve. Issue resolved with a new sheath. The surgery was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence reported. There was no medical intervention required. Additional information was received. The resistance was experienced during case preparation when trying to advance the dilator into the sheath. There was no observable damage into the sheath, but the dilator had a mark near the tip like at some point it was bent. The sheath was never introduced into patient's body, but saline infusion passed properly. The sheath does not appear to be narrowed. At the moment, it appeared to be completely blocked at the hemostatic valve level. During the procedure, the dilator could not been advanced through the hemostatic valve. Later, they were able to advance it with restriction but the dilator showed signs of being bent and they used a new sheath. The dilator was not stuck in the sheath. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The dilator damaged issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6)2022 the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6)2022 .